Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation farawave was selected for use. It has been mentioned that the catheter was prepped per usual, flushed both ports and then inserted the rosin wire until it was fully out the distal end of the catheter. A leftover plastic or maybe residue from manufacturing was noted. When the physician tested the catheter the orange slider was incredibly difficult to move as well as the catheter not fully forming into flower and then it would not go back to its undeployed position, and it just stayed in basket. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.